Event description:
It was reported that this pacemaker exhibited intermittent loss of capture (loc) on the atrial lead. Technical services (ts) recommended further reprogramming of the ra settings. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.